Event description:
Retained surgical item-surgical set contains multiple parts (e.g. Disposable, permanent, long sheaths, short sheaths, etc.) Which fosters confusion in the operating room theatre and creates barriers to standardization.